Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported that a sample tube became detached from the gripper, resulting in a liquid spill that contacted and wetted the circuit board and board became defective inside the glp input/output module (iom). During site visit, the field service representative (fsr) observed that drawer for atr controller #2 was no longer able to be opened. Upon further inspection, the fsr identified burn marks on the circuit boards of atr controller #2 and atr controller #3. Both atr controller assemblies were replaced, and the replacement resolved the issue, and the drawers were successfully initialized and returned to normal operation. No impact to patient management was reported.